Event description:
During a redo atrial fibrillation ablation, a steam pop and cardiac perforation occurred requiring surgery. While ablating on the anterior roof close to the right pulmonary vein with the generator setting of 35w, contact force was higher but within the limits, the impedance had a steep rise when the steam pop occurred. Ablation was stopped to ensure normalizing values. Approximately five minutes later, the patient¿s blood pressure dropped, and reanimation setting initiated. A pericardiocentesis was performed removing 750 milliliters of blood. The patient was transferred to surgery where an eight-millimeter perforation was closed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report# and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Information from the field indicated that ablations were performed with an rf power of 35w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop;" however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.